Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that dirt-like foreign matter was found in the bd emerald¿ syringe.

Manufacturer narrative:
Investigation summary: a review of the device history record could not be performed as a lot number was not provided for this incident. We have been provided with a picture and the affected sample. After the evaluation of the returned picture, we confirmed the reported issue, and identified the foreign matter as agglomeration of dust particles in the fluid path. We could confirm the reported issue. The affected sample was returned for our evaluation. After the evaluation of the sample and the discussion with our production supervisors, we have determined that the foreign matter of the non-conformance consists of an amount of agglomerate dust particles. The dust in this case came from the hopper of the assembly machine. In that case, we consider that because of a punctual failure in the cleaning procedures by the operator, the presence of this particulates in the hopper was permitted during manufacturing. On the other hand, based on the preventive measures and our stringent sampling inspection, we are confident that this has been an isolated case and any probability of occurrence should be very exceptional.

Event description:
It was reported that dirt-like foreign matter was found in the bd emerald¿ syringe.